Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer obtained an error message, "scan timeout," when scanning the adc freestyle libre sensor. On 10-mar-2021, as a result, the customer experienced symptoms of shakiness, sweating, dizziness, feeling clammy, and cold and was unable to treat themselves. The caregiver provided the customer with orange juice and something to eat prior to bringing the customer to their primary physician. Furthermore, the customer's blood glucose was already normal once hcp contact was made. A diagnosis of hyperglycemia was reported however there is no report of third-party treatment related to the diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer obtained an error message, "scan timeout," when scanning the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced symptoms of shakiness, sweating, dizziness, feeling clammy, and cold and was unable to treat themselves. The caregiver provided the customer with orange juice and something to eat prior to bringing the customer to their primary physician. Furthermore, the customer's blood glucose was already normal once hcp contact was made. A diagnosis of hyperglycemia was reported however there is no report of third-party treatment related to the diagnosis. There was no report of death or permanent injury associated with this event.